Manufacturer narrative:
Final analysis found a piece of conductive foreign material between the capacitors which caused a high current drain resulting in premature end of service.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient presented in clinic for a routine follow-up. Upon interrogation, the pulse generator exhibited no output. The device had prematurely reached end of service two months prior. The trend showed a decrease in atrial and ventricular pacing lead impedance measurements. The device was explanted and replaced. The patients medical condition was good.